Event description:
New information notes post paced t wave oversensing was once more observed. Programming changes were made. There were no inappropriate shocks and no inhibition of pacing or other malfunction. The patient was stable for the entire process.

Event description:
It was reported that non sustained oversensing determined to be myopotentials or t wave oversensing was observed on the implantable cardioverter defibrillator. The low frequency attenuation (lfa) filter was programmed off. The patient's condition was stable throughout.